Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.